Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation. Based on the data found, no clear root cause can be established. The most probable root cause may be an autotrigger in asv-ventilation mode. Adjusting the trigger threshold by the user could have stopped this autotriggering and solved the problem with high probability. Customer has been informed. There was no patient or user harm reported.

Event description:
Low tidal volume, high pinsp due to auto triggering effect.